Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.

Manufacturer narrative:
(B)(4). A follow up will be submitted upon completion of the plant's investigation.

Event description:
During a review of the patient's medical records, an overfill was noted. (B)(6). The reported drain volume of 2764ml was 184% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.